Event description:
First injection of avastin for wet macular degeneration with bd syringe by retinologist has left me with a silicone oil floater in my right eye. After years of stating that I have an "air bubble" in my right eye, I was informed there was an issue with avastin and oil droplets when used with a bd syringe.